Event description:
A malfunction alarm on a pump was reported by the caller, but no significant events occurred before this issue. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions on resetting the pump, and the issue did not recur after the reset. The customer may continue using the pump and was advised to contact support if any further malfunctions occur.